Event description:
It was reported that pump displayed malfunction alarm after pump had been dropped. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, did not experience repeat malfunction, and was advised to continue using pump and to call back if malfunction occurred again, which customer understood and accepted.